Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported dysuria before surgery. During follow-up and continued to have dysuria after surgery and is now using a urinary catheter. Suggested to go back to the hospital to communicate with the doctor. Additional information was received. They clarified that the mdt device, therapy, or a nuance unique to the mdt device procedure was causal or contributory the dysuria. The interventions with respect to mdt device/therapy was urinary catheter. The outcome with respect to mdt device/therapy was dysuria leading to urinary catheter. The device is currently still in use. It was unknown if the patient experienced urinary retention prior to the device. It was also unknown if the retention had worsened as a result of the device or therapy. It was also unknown if catheterization was the patient's ¿standard of care¿ prior to the device. Unknown steps taken for resolution yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.